Manufacturer narrative:
Received five (5) new. List #011-h3393, 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp, as received, no physical damage or other anomalies observed. Tested all five (5) new sets, and no leaks were observed. Cannot confirm customer complaint without the return of the used device. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation has not yet been completed.

Event description:
The event involved a 28 cm (11") add-on set w/2 check valves, vented cap, non-dehp where it was reported that the chemo, carboplatin, was connected without the nurse noticing that there was a problem. There was a leak of a few drops on the ground then the nurses clamped the tubing, changed the administration system and decontaminated the areas using our procedure for decontaminating cytotoxic products. They used a "homemade" set with the product green-z from safetec and all the necessary protection (overcoat, glasses, gloves, overshoes, ...) The leak of carboplatin was minimal, and the health professionals protected themselves as soon as possible. The status of the product at the time of the event is during administration of carboplatin. There was patient involvement; harm was not reported as a consequence of this event.